Event description:
User reported that when trying to deliver cardioplegia during the case, the crystalloid pump received a hardware error preventing delivery. User replaced the pump and was able to deliver cardioplegia.

Manufacturer narrative:
Device history logs show that the pump was over-occluded. Upon device return, the investigation was unable to replicate the issue. The unit was tested with loaded tubing and did not yield any faults. The pump functioned as expected.